Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an excessive pressure in channels. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. The initial report was sent in error, excessive pressure in channels 1 and 5 would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause for the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the pipette. There was no patient involvement.